Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. It is possible that the clip delivery system experienced compressive forces on the gripper lumens while in the anatomy, resulting in the delay in the gripper lowering; however, based on the information reviewed and without the device to analyze, a cause for the reported gripper actuation issue cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the gripper actuation issue which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. The clip was opened, and the grippers were raised and lowered, but it was observed that there was delay during lowering. The grippers were raised and lowered again without issue. The clip was deployed, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.